Event description:
Duodenoscope returned to hospital 07/01/2016 following scheduled elevator replacement. Scope reprocessed 07/02/2016 including brushing, flushing, and disinfection in aer (dsd 200). Taken into care (B)(6) 2016, suction pre-tested without incident and md suctioned gastric contents. Papilotoma and passed through biopsy channel and met resistance. It was removed and found to be bent. It was straightened and reattempted and could not pass. The scope was removed from the patient and another scope was used. Upon returning to reprocessing area, the tech was able to flush with enzymatic cleaner via the endoflush and then attempted to pass the cleaning brush required for manual wash and met the same resistance. Scope sent to the biomed department following disinfection process. Biomed returned scope to olympus.